Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported having dark urine and a possible uti. No device malfunctions were reported and patient status is unknown at the time of this report

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.